Event description:
Dexcom error. Will not calibrate correctly. Dexcom will not accept this accurate reading in the calibration. I tell the dexcom g6 I'm 128. Dexcom displays 60. Insulin pump responded to the wrong reading and endangered my life. Will not calibrate.